Event description:
During an ercp procedure, the physician used a wilson-cook memory soft wire basket and a conquest lithotriptor cable to crush a biliary stone. When lithrotripsy was performed, the basket wires broke. The pt did not undergo an additional procedure because of this occurrence. An injury to the pt was not reported.